Manufacturer narrative:
(B)(4). The sample was not made available for evaluation. Therefore, at this time it is not possible to confirm the reported condition. However, samples of our current process were evaluated with no anomalies found. The product is assembled according to our specifications. In addition, materials of construction (polyvinyl chloride (pvc) and polypropylene) were reviewed and no issues were found. The material is classified by the (B)(6) as fire hazard 1 and reactivity 0. It will not ignite by itself, nor react to the gas conducted thru it. The mask is designed to conduct a gas to the patient, then the gas is released to the room thru the vents in the mask. The manufacturing process record (batch history record) could not be reviewed since the lot number was not provided. Manufacturing process documentation was reviewed. The actual process was not observed as the product code is not on current production schedule. Based on the investigation, it is not possible to determine a root cause for the reported condition. However, based on the procedure being conducted by the hospital, a spark may have ignited the oxygen that was trapped under the cloth tarp. There are no corrective actions to implement at this time as the product remains in compliance with the intended design.

Event description:
Patient was having a procedure in the heart cath lab. Patient was covered with a cloth tarp to protect them from the procedure, the physician initiated primary cauterization successfully. Upon second cauterization, the physician noticed sparks. The sparks ignited the cloth tarp. They immediately removed the tarp and saw the oxygen mask on fire and the oxygen line dropped from the mask and was moving around the patient with fire around the opening. The physician placed the oxygen line on the floor and stomped out the fire. The patient was burned on the face where the mask sat against the skin. (B)(6) was called on site (B)(6) 2011. The sales representative met with quality and they reviewed what happened during the procedure. They were not able to provide any lot numbers or the mask, but the sales representative did see the oxygen tube and the end that was burned. The sales representative was not allowed to take the mask due to the hospital's internal investigation. On (B)(6) 2011, the following information was received from the customer (B)(6) regarding the patient outcome: the patient had facial/scalp burns which were treated with topical cream. Laryngeal edema occurred, which corrected. The patient's facial wounds improved but still with some residual skin breakdown. The patient then returned to his previous living arrangements.